Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge broke during the implantation (advancement) of the lens while in contact with the patient. The broken cartridge was removed from the wound and a new lens and cartridge were used. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridge was not returned for evaluation. A photo was provided of the cartridge on a mouse pad beside the mouse and the cartridge pouch lot #32582374. The lens can be observed at the nozzle entry area. The tip is broken at the parting line and bent downward (still attached). A determination of the cause of the damage cannot be made from the photo. The cartridge and iol product history records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).